Manufacturer narrative:
(B)(4). Date sent 10/7/2024. D4 batch #832c68. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the nozzle damaged, with no reload present, and with the jaws and closure trigger in the close position. In addition, the knife was noted as partially advanced. Upon visual inspection, the manual override door was noted to be out of position and missing; however, the bailout system was not activated. As additional testing, the bailout door was installed and then, the knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The manual override was totally functional it is possible that the damage on the nozzle was due to improper handling of the device. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 832c68, and no non-conformances were identified.

Event description:
It was reported that during an unknown laparoscopic procedure that the stapler was closed on the back table and was unable to be reopened. Manual override was attempted but the device would not open. Another like device was used to continue with the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.